Event description:
As reported to coloplast though not verified, patient was implanted with the aris pelvic mesh product. Later patient experienced sever and permanent personal injuries. Patient continues to require medical treatment.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.